Event description:
Healthcare professional reported via sales representative "the inside bowl did not detach from the implant box causing a potential sterilization issue¿. This record is for right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.